Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 08apr2019 stating they had a "positive culture" involving video duodenoscope model ed-3490tk, serial number (B)(4). Pentax medical chief clinical officer received initial culture results from the customer and confirmed the video duodenoscope had two positive cultures. On (B)(6) 2019, the customer replied via email to our good faith effort for additional information. The customer stated that the use 3m clean traces adenosine triphosphate(atp) swabs for testing after each endoscopic retrograde cholangiopancreatography(ercp). The customer stated that the second set of cultures were sent to the lab, but did not fail for atp. The video duodenoscope samples were collected on (B)(6) 2019 and the final culture report was completed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified the following growth in tryptic soy broth: streptococcus mitis/oralis. The video duodenoscope was returned to pentax medical from the customer on 15apr2019 and inspection of the unit was performed on 23apr2019 where the quality control inspector found the following: distal cap - fixed type epoxy failed seal integrity inspection; operation channel- primary severe scratch inside; passed dry leak test; prism scratched; primary operation channel resistance; passed wet leak test; distal cap/ case cracked; elevator body sticking; image spots; fluid invasion not observed in control body; fluid invasion not observed in pve connector; insertion tube mild discoloration at stage 2; insertion tube mild discoloration at stage 1; light carrying bundle distal cover glass middle chipped. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to field correction 2017-001-c , along with miscellaneous parts and returned to the customer. Parts replaced: o-rings and seals; air/water tube; deflector operating wire; deflector staycoil; lcb distal cover; objective prism assy; operation channel; bending rubber; distal case/cap. During review of the service history for the video duodenoscope model ed-3490tk, serial number (B)(4) received the distal tip upgrades during its last service repair completed and returned to the customer on 13jun2018. The video duodenoscope is currently undergoing repairs and pending organic sampling prior to returning to the customer.